Event description:
It was reported via repair work order that the siderail was stuck in mid position due to a bent glide rod and a bent siderail arm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.